Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify any alarm due to the button/keypad anomaly. No damage was found on the interface board. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an unexpected restart alarm and the buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.